Event description:
Per the customer, during the procedure the point to point registration process showed inaccuracies. The registration process failed three times, and the surgeon aborted using the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during the procedure the point to point registration process showed inaccuracies. The registration process failed three times, and the surgeon aborted using the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.